Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. A replacement image acquisition system (ias) computer and power software board were shipped to the site. After replacing the ias computer and power software board, the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Investigation of returned suspect computer found that hdd and network ports were not lighting up. The image acquisition system (ias) computer was stuck on "system booting up, please wait mode". The computer was disassembled and the memory, hard drive cables and connectors were reseated. After reseating the cables and connectors, the computer booted up without issues. A burn-in test ran for 24 hrs without any issues. The computer was installed in the ias 267 and ran without any issues. Investigation of returned suspect power software board could not confirm reported problem. The power switching board and cable were installed in the image acquisition system (ias) 267 and ran without any issues. The reported problem was due to a defective ias computer that was returned along with this board. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that when booting up the image acquisition system (ias), the pendant would not progress past "system booting, please wait." The site representative also noted that when the image acquisition system (ias) was unplugged, there were no battery lights. This was discovered outside of surgery. There was no patient present when this issue was identified.